Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1029099 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1029099, test base part number 190-430 / lot 1029099. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1029099 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference MFR. Report# 1221359-2021-02227.

Event description:
The customer reported a false positive result with the ID now covid-19 performed for multiple patients on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested polyester nasopharyngeal swab. Genexper pcr confirmation testing was performed twice with a new nasopharyngeal swab sample using vtm both generated negative results. No additional patient information, including treatment and outcome, was provided..